Event description:
It was reported via email that a patient discovered a hole in tubing of needle hub. Resulted in approx. 100cc blood loss and discontinuation of treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).